Event description:
Dr. Reported a customer was admitted into the hospital with a blood glucose reading of 1000 mg/dl; patient was treated with insulin subcutaneously. Dr. Alleges the cause for the elevated blood glucose level is the customer not handling her pump therapy correctly. Therefore, the doctor stopped the pump therapy. No further details were provided. Requested return of the alleged pump for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.